Event description:
The report from the affiliate indicated that two (2) months after the index procedure the pt was taken to the hospital due to chest pain. An ECG was done and indicated st elevation on leads ii, iii, and avf.coronary angiography was done and thrombus was observed in the implanted cypher stent. Pci was attempted but unsuccessful due to the ostial stent placement and difficulty engaging the guiding catheter and advancing the guidewire. The pt's chest pains subsided and no further treatment was conducted. The physician's comment regarding the probable cause of the thrombotic event was that the stent might have been underexpanded due to the heavily valvified lesion. The day after the intervention, the pt expired during hemodialysis. There was no information available regarding an tutopsy. The physician attributed the cause of death was due to decreased blood pressure during the hemodialysis. No further information was available.